Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that the patient complained of pain so the surgeon is revising to a total hip.

Manufacturer narrative:
Evaluation summary: investigation revealed the subject product to be a neither a primary nor concomitant item - it is listed in the inquiry. The device did not contribute to the event.

Event description:
It was reported that the patient complained of pain so the surgeon is revising to a total hip.